Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 (B)(4). Visual evaluation revealed that the needle and sheath was kinked near the handle. It was also noted the distal end of the needle was slightly bent. In addition the needle punctured through the sheath and the distal tip was barbed. Functional analysis revealed that the needle unable to extend and retract but the needle was forcibly extended. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect¿ slimline needle was used in the duodenum during an endoscopic ultrasound (eus) on (B)(6) 2017. According to the complainant, during the procedure, the needle was stuck and was unable to extend out of the catheter. Another of the same device was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation found that the needle punctured the sheath, this is now deemed an MDR reportable event.